Event description:
Additional information was received from a healthcare provider via a company representative (rep) stated that it did not fit in the catheter tip. There was not an issue; it was just misunderstanding with the physician. She originally said it did not fit in the patient catheter tip, but then it did. Action: the rep had to explain to the physician how to connect. Outcome: the issue was resolved. The issue of the boot was unknown. The catheter was discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
This event is no longer a reportable event. MDR decision updated too not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8709, product type: catheter; product ID: 8578, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709; product ID: 8578. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving unknown drug via an implanted pump. The indication was not mentioned. It was reported that the patient had an existing 8709 catheter, and the healthcare provider (hcp) removed the pump connector to replace it, however he stated that the connecter pin was not staying in the catheter. Checked if they were connecting it to the 8709, and the company representative (rep) confirmed that they were, based on the registration information. Reviewed that boot should be placed on the existing catheter first, then pin connected then boot slid over connector. The rep indicated that there seemed to be some issue with using the boot, but it was not clear what it was. He stated the physician was apparently able to get it to work without the boot. The rep was in the middle of the case and had to go but would call back later.